Event description:
There was an allegation of a questionable low tacrolimus elecsys e2g result from the cobas e 801 analytical unit. The initial result was 2.52 ng/ml and the repeat result on (B)(6) 2022 was 8.31 ng/ml. The questionable result was not reported outside of the laboratory. The reagent lot number was 58612101 with an expiration date of 30-sep-2023.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The provided calibration and qc data were acceptable. A general reagent issue was excluded. The issue was consistent with incorrect handling as the customer was not using the recommended positive displacement pipettes for isd sample pretreatment.